Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes e-147 and e-149 were found in the ventilator's downloaded error log indicating the o2 flow sensor railed to maximum negative value and o2 flow communication ceased and the sensor is reporting the same value. The device's oxygen blending module board assembly required replacement to address the issue. After repair, the device passed final testing and was confirmed to be operating properly.